Event description:
Olympus workstations are designed for use with a range of olympus equipment to facilitate endoscopy procedures. The workstation has transformer which is located underneath and to the rear of the lower shelf. The transformer is connected to the mains power supply by a power cord and plug. Olympus equipment is connected to the transformer to facilitate endoscopy procedures. Keymed ltd. Has been made aware that during the preparation for an unknown procedure, when the health care facility staff plugged the power cable of the transformer on the workstation into the power outlet on the wall, a spark was generated from the plug of the power cable.

Manufacturer narrative:
The power cable has been returned to olympus (B)(4) who have confirmed, by visual inspection, a spark mark on the plug of the power cord. Keymed ltd. Are awaiting the return of the power cord to conduct a full investigation. There is no report of patient injury or healthcare facility staff injury and this report is submitted in an abundance of caution.